Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed .

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the manufacturer's device tracking dept that a pump exchange took place on (B)(6) 2010. Additional info received by the manufacturer from their clinical rep advised that the pump exchange was due to pump failure. No other info is known at this time.